Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).

Event description:
It was reported that right ventricular (rv) lead contains a suspected lead fracture. During a routine device change-out the lead impedance measurement for the rv lead displayed as "none". The connection was checked, but the issue remained. The superior vena cava (svc) coil of the lead was turned off. The physician decided against a lead change due to the patient's age. The rv lead remains in use and will continue to be monitored. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.